Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint on an expression mr400 device. It was reported after induction of anesthesia for an MRI scan on a 2-year-old patient, the blood pressure was unable to be measured; an error message indicated "blood pressure correction". It was stated "no fio2 monitoring on the monitor and on the respirator more than 4 meters from the window". This caused the patient to be taken out of the MRI scanner under general anesthesia and anesthesia was maintained in the MRI pre-scanning area with a non-non-magnetic monitor while waiting for another non-magnetic monitor to be retrieved from the building opposite. No other clinical information or medical intervention was reported; therefore, good faith efforts (gfe) are being performed. This event is conservatively being assessed as a serious injury pending gfe responses. It is unclear how long the delay was and how long the patient's general anesthesia time was extended.